Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had frequent low flow alarms (B)(6) 2026. It was noted that the patient's flows had stabilized but they dropped as low as 0.0 lpm. The log files were submitted for review. The event log file captured low flow events starting on (B)(6) 2026 at 0212 with flows noted as low as 0 lpm. The abrupt drop in flow to essentially zero or below 1 lpm lasted approximately 45 minutes. The flow recovered back into the 2-3 lpm range briefly then back to less than 1 lpm at 0303. The flow came back to the 4 lpm range at 0726. The patient had an angiogram done and had flows above 4 lpm afterwards. It was later communicated that the patient was airlifted to the hospital with signs of a stroke on (B)(6) 2026. The patient passed away on (B)(6) 2026 due to complications post stroke. The family transitioned the patient to comfort care prior to passing.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted controller event log file contained events from 17may2026 ¿ 18may2026. The file captured multiple decreases in flow below the low flow alarm threshold on 18may2026, including a sudden decrease in flow to a range of 0.0 ¿ 1.0 lpm resulting in a sustained low flow hazard alarm persisting for approximately 45 minutes. Of note, most of the low flow events were associated with elevations in pulsatility index (pi). No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction", lists potential adverse events, including stroke and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, "system monitor", provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.